Event description:
Customer reportedly obtained results of 371 mg/dl, 168 mg/dl, and 141 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and a replacement was sent.